Manufacturer narrative:
Product manufactured but not sold in the u.s. Patient code : no code available (secondary surgery, lens repositioning) lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -8.0/+1.5/050 (sphere/cylinder/axis), into the patient's left eye (os) on (B)(6) 2017. The surgeon notes refractive surprise. The lens was repositioned on (B)(6) 2018 which did not resolve the problem. Reportedly the lens remains implanted and "vision is still blurry."

Manufacturer narrative:
Updated/additional information: the lens was repositioned again on (B)(6) 2018. After repositioning, the patient is "very happy with the outcome" and "he was reading with no effort at all." The problem is resolved. (B)(4)